Event description:
It was reported that the clinic had difficulty getting telemetry with the pump. Fluoroscopy was used to evaluate the pump position and confirmed that the pump was flipped. Surgery was performed and a large amount of purulent drainage was seen in the pump pocket. The pump and catheter were both explanted due to the infection of the pump pocket and were sent to pathology with cultures of the purulent drainage. It was stated that there was no patient injury at the time of report, but hospitalization had been required as a result of the event. The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that, since the pump was implanted, it could never be accessed to be read or refilled. When the surgeon opened the patient up, she was filled with fluid and her abdomen was filled with puss. The patient had a PICC (peripherally inserted central catheter) line put in and received 2.5g vancomycin and 2.0g rocephin daily for thirty days. It was indicated that the issues cleared up fine and the patient's cultures were negative for infection. The healthcare provider (hcp) thought that the patient's body reacted to the finish on the pump. It was noted that the patient had titanium hardware in her body and had not had an issue with it.